Event description:
The customer reported that the system displayed a communication error during a procedure. This error message would likely result in a system lock up or shut down. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable was replaced, the mainframe power supply voltage was adjusted, and the power signal board fuses and connectors were reseated. The system was then found to be operating as intended.